Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defib impedance was at 103 ohms on (B)(6) 2014.

Event description:
It was reported that a superior vena cava (svc) impedance alert triggered for being slightly high on two occasions. The alert trigger threshold was set too close to the chronic lead trend and it was recommended to increase the alert threshold. The right ventricular (rv) lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 lead implanted (B)(6) 2003; d224trk ICD implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.